Manufacturer narrative:
A2, b7, h6 and h10. Section h10: additional information provided by the hospital medical records indicated the patient¿s previous sapien 3 valve at 3 years and 3 months post implant was,¿severely calcified aortic valve with severe aortic stenosis, peak gradient of 131mmhg, mean gradient of 87mmhg, and moderate aortic regurgitation¿. The patient underwent emergent transaxillary aortic valve replacement with a 20mm sapien 3 valve due to cardiogenic shock. Post deployment aortic root angiogram showed good valve placement with trace-none aortic insufficiency. The patient was monitored in the ICU postoperatively with no complications. Pod#2 the patient was discharged. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors, (metabolic conditions) contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, the cause of the stenosis may be related to the patient factors mentioned above with a combination of pre-existing disease processes (copd, diabetes, non-hodgkins lymphoma). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). A device history record review was performed and revealed no issues that may have contributed to the complaint event. Investigation is ongoing.

Event description:
As reported, three years and three months post deployment of a 20mm sapien 3 valve, the patient underwent a valve in valve (20mm sapien 3 in 20mm sapien 3 valve) due to valve stenosis. The patient was reported to be doing well.